Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hyperglycemic event. The sensor was inserted into the arm on (B)(6) 2019. The patient¿s mother stated the patient fainted and collapsed. She took the patient the children¿s hospital at 12:45pm due to the patient¿s blood glucose value of 544 mg/dl, compared to the cgm reading of 194 mg/dl. The patient was treated with fluids via intravenous (IV) therapy and had an ultrasound of the liver and bladder as well as blood work done. She indicated that the patient returned to the emergency room at 7:15pm and was released at 2:30am on (B)(6) 2019; however, details were not provided regarding treatment only that the patient¿s blood sugars were very high. At the time of contact, the patient was doing good. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.